Event description:
The product wasn¿t able to get across the stricture. It did not cause any adverse effects. The procedure was finished with 7fr compass stents across the stricture. Updated as per complaint form received on 22/4/22: wire access was achieved and maintained. (Usually, the dr would use a 450cm awg2 wire, but these are on back order, so an olympus visiglide wire was used instead). Stricture was assessed and dilated with 4mm and 6mm balloons. An extraction balloon was easily passed across the stricture to perform an occlusion cholangiogram of the area proximal and distal to the stricture. When we were ready for the zilbs stent, the device (which had been properly lubricated with n.saline in wire lumen and internally as per IFU) and was properly handled by staff was passed along the guidewire. Despite trying everything we could, the stent catheter was not able to cross the stricture. This was odd, as we had crossed the stricture with dilation and extraction balloons. Eventually, the procedure was completed with successful placement of a 15cm compass stent. There was an expectation that the zilbs-635, with the 6fr flexor catheter would be the best option for crossing the stricture and it did not do this. Whilst I don't think the device was faulty, it certainly did not do what we expected it to do in this particular case. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k163018. The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
PMA/510(k) # k163018. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report required due to lab evaluation completed on (B)(6) 2022: visual inspection: red safety tab returned in place. Kink observed approx 91cm from the wire guide lumen port. Functional inspection: device flushed as intended. 0.035'' wireguide could not pass the kink. Stent deployed as intended. Reply from the rep was received on 7/7/22 jil01: prefix zilbs: 1. Was a sphincterotomy or balloon dilation performed prior to use of the stent device? Yes 2. Was post-dilation performed after the placement of the stent? No 3. What brand of endoscope was used with the device? Olympus 190 4. What was the target location for the complaint device? R intrahepatic duct 5. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes 6. Details of the wire guide used (name, diameter, hyrdophyllic)? Visiglide 0.35¿ angle tip. 7. Was resistance encountered when advancing the wire guide or delivery system to the target location? N. How did the physician deal with this resistance? No resistance until stricture. 8. Was the patient's anatomy tortuous? Yes, but not out of the ordinary 9. Did the tip of the delivery system cross the target location? No . 10. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Na . 11. Was the stent being placed through the side wall of a previously placed stent? No 12. Was the elevator in the down position during deployment? Did not deploy as the catheter did not cross the stricture . 13. Are images of the device of procedure available? No . 14. Is the patient known to be covid-19 positive? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zilbs-635-8-12 device of lot number c1843147 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 20th june 2022. In summary the following results were observed in the lab evaluation: visual inspection: red safety tab returned in place. Outer sheath observed kinked approx. 91cm from the wire guide lumen port functional inspection: device flushed as intended. 0.035'' wire guide could not pass the kink. Stent deployed as intended. Documents review including IFU review: prior to distribution zilbs-635-8-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-12 of lot number c1843147 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1843147. The instructions for use (ifu0065) instructs the user to inspect the device on removal from the packaging:¿ upon removal from the package, inspect the product to ensure no damage has occurred.¿ and ¿if the wire guide or delivery system cannot be advanced through the obstructed area, do not attempt to place the stent¿. Equipment required 0.035-inch wire guide. Fusion wire lock. There is evidence to suggest the user did not follow the IFU. As per complaint description ¿usually, the dr would use a 450cm awg2 wire, but these are on back order, so an olympus visiglide wire was used instead¿ root cause review: a definitive root cause of user error was identified from the available information as an incorrect wire guide used. From information provided an olympus visiglide was used. Use of non recommended wire guide may have caused outer sheath to kink, subsequently resulting in issue reported. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, no adverse effect on the patient was reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the zilbs-635-8-12 device of lot number c1843147 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 20th june 2022. In summary the following results were observed in the lab evaluation: visual inspection: red safety tab returned in place. Outer sheath observed kinked approx. 91cm from the wire guide lumen port functional inspection: device flushed as intended. 0.035'' wire guide could not pass the kink. Stent deployed as intended. Documents review including IFU review: prior to distribution zilbs-635-8-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-12 of lot number c1843147 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1843147. The instructions for use (ifu0065) instructs the user to inspect the device on removal from the packaging:¿ upon removal from the package, inspect the product to ensure no damage has occurred.¿ and ¿if the wire guide or delivery system cannot be advanced through the obstructed area, do not attempt to place the stent¿. Equipment required 0.035-inch wire guide. Fusion wire lock. There is evidence to suggest the user did not follow the IFU. As per complaint description ¿usually, the dr would use a 450cm awg2 wire, but these are on back order, so an olympus visiglide wire was used instead¿. Root cause review: a definitive root cause of user error was identified from the available information as an incorrect wire guide used. From information provided an olympus visiglide was used. Use of non recommended wire guide may have caused outer sheath to kink, subsequently resulting in issue reported. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, no adverse effect on the patient was reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to updates to imrdf coding on 16-nov-2023.